Event description:
It was reported that during the procedure to replace the pacemaker, the right ventricular (rv) lead insulation was observed to be damaged. A small portion was stripped out. Post-operative system testing the following day demonstrated normal and stable lead parameters and the rv lead remains in service.